Event description:
It was reported that during the implant procedure, the physician had difficultly inserting the stylet into the lead. The lead was not implanted and successfully replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.